Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced poor separator movement. The following information was provided by the initial reporter. The customer stated: we are having an issue where the blood is not spinning all the way down within the time limit/settings.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced poor separator movement. The following information was provided by the initial reporter. The customer stated: we are having an issue where the blood is not spinning all the way down within the time limit/settings.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure modes for fibrin and poor barrier separation were observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for fibrin and poor barrier separation was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, (poor barrier separation, fibrin/fibrin mass because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin and poor barrier separation based on the photo only. Testing of the retention samples was satisfactory. Bd was not able to identify a root cause for the indicated failure mode based on the testing performed, however it was indicated that an inadequate clot time may have been used.